Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that 2 months after the surgery, the patient was noticing a gradual decrease in vision and developed asymmetrical vaulting, z-syndrome. Lens was explanted and replaced with a different lens due to capsular fibrosis. Treatment was given for 14 days.

Manufacturer narrative:
The lens was returned for evaluation. Visual inspection found that only half of the optic was returned. The optic has been torn in half. The plate and haptic arms have been torn off and were not returned. A device history record (DHR) review did not find any nonconformities or anomalies related to this complaint. Based on the information provided the root cause of the event could not be determined.